Event description:
As reported: a1 aneurysm measured 2.85wx2.5h in ap view and 2.61wx2.90h in lat view. Successful web 4x2 deployment & detachment, then 9 hours afterwards, the web migrated from the left a1 aneurysm location to a2 vessel. It caused a stroke at that time and patient symptoms improved. Patient was brought back into angio lab, and doctor assessed that no intervention was best; no intervention was performed. Patient symptoms improved. Patient was in independent living.

Manufacturer narrative:
As the lot number was not provided, a search for production-related non-conformances could not be performed. The device was implanted and therefore not available for return and investigation by the manufacturer. However, medical imaging was provided and will be reviewed. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: a1 aneurysm measured 2.85wx2.5h in ap view and 2.61wx2.90h in lat view. Successful web 4x2 deployment & detachment, then 9 hours afterwards, the web migrated from the left a1 aneurysm location to a2 vessel. It caused a stroke at that time and patient symptoms improved. Patient was brought back into angio lab, and doctor assessed that no intervention was best; no intervention was performed. Patient symptoms improved. Patient was in independent living.

Manufacturer narrative:
Twenty radiographic images and one video were provided for review. They are not labeled as to date or time. The provided imaging shows a web device subtraction artifact superposed on the proximal upper division of the first a2 bifurcation; there is flow distal to the web. Throughout the provided images, the web remains in the same position; however, one image does show the web elongated in the proximal a3, which does indicate that web migrated as described in the reported event. Without the return and physical evaluation of the web device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.